Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. It was reported the physician withdrew the coil successfully and replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found in good condition but not attached to the pushwire. The instant detacher was not returned. The pushwire was found broken into two segments that were not retained together by the release wire. Proximal segment of the pushwire was found bent the proximal end. The tack weld replacement (twr) crimps were found intact. The distal end of the pushwire segment was found broken and with a jagged edge. A broken release wire was found extending out from the broken proximal end of the pushwire segment. The distal segment of the pushwire was found from its proximal end. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The bend in the pushwire may have led to the failure of the instant detacher to break the tack weld replacement (twr) crimps and to the failure to actuate (detach) the implant coil from the pushwire. In regard to the difficulty experienced during the manual detachment attempt (via hypotube), it is likely that the failure of the customer to break the pushwire at the correct location led to a jagged edge on the pushwire. It is possible that the release wire and coin eventually pulled back successfully led the implant coil detach from the pushwire. All parts of the pushwire which could affect detachment of the implant coil were found within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.